Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance. It was noted that there was noise on this lead. Which resulted in oversensing. The device's sensitivity was reprogrammed, but the lead undersensed the atrial signals. Technical services (ts) provided resolution options. The lead remains in use. No adverse patient effects were reported. Subsequently, the lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance. It was noted that there was noise on this lead. Which resulted in oversensing. The device's sensitivity was reprogrammed, but the lead undersensed the atrial signals. Technical services (ts) provided resolution options. The lead remains in use. No adverse patient effects were reported.